Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the zimmer electric dermatome cut deeply into the antero-lateral thigh. A second attempt at an additional unplanned donor graft which harvested without incident.